Event description:
A patient underwent a chronic catheter placement procedure using the powerline central venous catheter. Post implantation, the patient experienced infusion related discomfort at the tunneled site, followed by external leakage at the insertion site. The current patient status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.